Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery due to loosening at 1 year post-op. Patient ID: (B)(6).